Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that blood glucose went low and customer collapsed and woke up in the hospital on (B)(6) 2019 with blood glucose of 22 mg/dl. Customer was treated with food and blood glucose got very high. Customer was able to treat, and blood glucose went down to 69 mg/dl. Customer alleges that insulin pump was over delivering insulin due to low blood glucose. Troubleshooting was performed and customer reported that insulin ¿flew¿ out of pump. Customer mentioned that insulin pump was worn during an MRI procedure. Insulin pump will be returned for failure analysis.